Manufacturer narrative:
Unexpected restart alarm after battery change due to faulty c13 on interface board. Pump passed self test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, displacement test and rewind test. No a17 alarm noted. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call every time they replace the battery pump requires to be rewound and pump filled. The customer states pump has been experiencing power loss alarms, customer is calling back regarding issue. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump is being replaced and is expected to return for analysis.